Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2012 due to septic and/or cardiogenic shock. It was also reported that cardiology suspects pump thrombus and surgery suspects aortic insufficiency (ai) and shock.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.